Event description:
It was reported by the customer that a pyxis anesthesia es system was not available when users attempted to access it. The station was rebooted, taking longer than expected to boot and not launching the software application. The customer added that patient care was delayed due to the station being unavailable. No other information was released regarding the event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the station displayed a fatal error message and was stuck in a loop trying to boot up the application. The station was reimaged and configured to resolve. The system functioned as intended.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 08-jan-2022 to 08-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system went down/lost connection. A field service engineer reimaged the station and configured network, sync, time and date to resolve the issue. The system was functional as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system was not available when users attempted to access it. The station was rebooted, taking longer than expected to boot and not launching the software application. The customer added that patient care was delayed due to the station being unavailable. No other information was released regarding the event. There were no adverse events or injuries reported based on this event.